Event description:
It was reported that during a partial knee replacement procedure the blade broke along the shaft. It was also reported that there was no pt injury and there was a delay of less than five mins as a result of this event. It was further reported that another blade was available and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this investigation was returned for evaluation. It was visually confirmed that the blade broke along the shaft. The returned blade was measured where possible and all critical specifications were met. Lot number info has not been provided to permit further investigation. The root cause is undetermined.